Event description:
On 11 june 2019, neotract was informed of a patient with a significant past medical history of liver cirrhosis, esophageal varices, chronic venous stasis, and bph who received a successful prostatic urethral lift (pul) with the urolift system on (B)(6) 2019. The procedure was described to be uneventful and no complications were reported. Post procedure, the patient was discharged with a catheter due to slight bleeding. On (B)(6) 2019, additional information was received. It was reported that the patient presented to the ER on (B)(6) 2019 and was admitted for hematuria, clot retention, and urinary retention. He was given an oral antibiotic course of keflex for the treatment of uti and continuous bladder irrigation (cbi) for three days. On (B)(6) 2019, he underwent a limited transurethral vaporization of anterior prostate tissue with fulguration of the bladder neck. On (B)(6) 2019, the hematuria resolved and he was discharged from the hospital. On (B)(6) 2019, the patient was seen for follow up in which he passed a voiding trial and reported to be doing well.